Event description:
Literature was reviewed regarding: 'extracorporeal membrane oxygenation states basilar artery thrombectomy and left posterior cerebral artery stent thrombectomy: a case report.' The objective is to report the feasibility of cerebral angiography and thrombectomy in patients with implanted ECMO in an intubated state. The time frame of this study was: the case report does not specify a detailed time frame for the study. However, it mentions that the patient was admitted to the hospital and underwent procedures shortly after, indicating a time frame of days to weeks for the case presented. Multiple manufacturer¿s devices were used in the study population: the case report does not explicitly mention the use of devices from multiple manufacturers. It primarily discusses the use of ECMO and various catheters and guidewires without specifying manufacturers. The following medtronic devices were used: 6f intermediate catheter (navien), microcatheter (rebar-18), stent (solitaire 4 mm × 20 mm) deaths occurred in the study population: the patient eventually died of circulatory failure. Despite the surgical interventions, the cardiac function never recovered, leading to the patient's death. The causes of death were: circulatory failure due to lack of recovery in cardiac function. Among patient adverse events included: severe ischemia and hypoxia due to cardiac arrest. No obvious complications of bleeding, infection, and ischemia reported during the postoperative period. The family ultimately decided to give up treatment due to the lack of recovery in cardiac function. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: ding, l. S., liang, h., zheng, m., shen, m., li, z. J., song, r. P., chen, q. L.. Extracorporeal membrane oxygenation states basilar artery thrombectomy and left posterior cerebral artery stent thrombectomy: a case report. . World j clin cases 12(18): 3589-3595 2024. Doi: 10.12998/wjcc.v12.i18.3589. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.